Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. Additional information was requested, and the following was obtained: 1. Could you please provide more details for " stapler line was ruptured"? 2. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. Answer : sharing photographs of staple line leak for reference. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a staple line on the tissue and one section appears to be not closed properly. However, no staples could be observed. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Event description:
It was reported that during a gastrectomy the trt10 was loaded in 100mm proximate linear cutter after firing 1 tcr10. Stapler pins were completely out, stapler line was ruptured and there was a leak. The surgery was prolonged 30 minutes. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/20/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for " stapler line was ruptured"? 2. Were there any issues with staple formation(malformed staples, staple line missing staples, etc.)? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.